Event description:
It was reported that high impedance was detected for a patient during an appointment on (B)(6) 2016. It was noted that there were no impacts, injuries or other factors that could explain high impedance. X-rays were taken, and the doctor did not observe any obvious cause of the high impedance. The device was turned off on (B)(6) 2016. The patient's medication dosage was increased. Ap chest and lateral neck x-ray images were reviewed by the manufacturer. Based on the visible portions of the vns system able to be reviewed in the provided images, no obvious cause of high lead impedance was observed. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6)2016. Pre-operatively, interrogation showed that the device normal mode output current was on. Pre-op system diagnostics indicated impedance 10,000 ohms. Troubleshooting was performed in surgery to verify that the lead impedance was isolated to the lead. After the lead was replaced, the system diagnostic testing was within normal limits. The explanted products will not be returned for analysis. No additional relevant information has been received to date.